Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included muscle spasm, pelvic discomfort, left lower quadrant pain, endometriosis, bloating, ovarian cyst, uterine leiomyoma, menstrual cramp, gerd, mental status changes and insomnia. Concomitant products included celecoxib (celexa) since (B)(6) 2008 for depression and anguish, omeprazole since (B)(6) 2008 for gerd as well as bupropion since (B)(6) 2014, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy- left side, unilateral salpingectomy - right side). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2007 and (B)(6) 2008. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as previously reported essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2008: sequential images obtained during injection of contrast into the uterine cavity by doctor demonstrated spillage of contrast from the distal aspect of the tubes bilaterally near the distal aspect of the essure device. The findings are consistent with patent fallopian tubes bilaterally. Air bubbles are noted within the uterine cavity.; on (B)(6) 2008: bilateral essure occlusion devices are present. There is prompt filling of a normal appearing endometrial cavity. The tubes are occluded and there is no evidence for contrast in the distal tubes or the peritoneal cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, dysmenorrhea, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included muscle spasm, pelvic discomfort, left lower quadrant pain, endometriosis, bloating, ovarian cyst, uterine leiomyoma, menstrual cramp, gerd, mental status changes and insomnia. Concomitant products included celecoxib (celexa) since (B)(6)2008 for depression and anguish, omeprazole since april 2008 for gerd as well as bupropion since (B)(6)2014, cyclobenzaprine from (B)(6)2014 to (B)(6)2014, ibuprofen (motrin), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol (tylenol). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On 30-oct-2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy- left side, unilateral salpingectomy - right side). Essure (ess205) was removed on 30-oct-2014. At the time of the report, the fallopian tube perforation, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6)2007 and (B)(6)2008. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as previously reported essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6)2008: sequential images obtained during injection of contrast into the uterine cavity by doctor demonstrated spillage of contrast from the distal aspect of the tubes bilaterally near the distal aspect of the essure device. The findings are consistent with patent fallopian tubes bilaterally. Air bubbles are noted within the uterine cavity.; on (B)(6)2008: bilateral essure occlusion devices are present. There is prompt filling of a normal appearing endometrial cavity. The tubes are occluded and there is no evidence for contrast in the distal tubes or the peritoneal cavity.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, dysmenorrhea, depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included muscle spasm, pelvic discomfort, left lower quadrant pain, endometriosis, bloating, ovarian cyst, uterine leiomyoma, menstrual cramp, gerd, mental status changes and insomnia. Concomitant products included celecoxib (celexa) since (B)(6) 2008 for depression and anguish, omeprazole since (B)(6) 2008 for gerd as well as bupropion since (B)(6) 2014, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy- left side, unilateral salpingectomy - right side). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2008. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as previously reported essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, dysmenorrhea, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs-depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fallopian tube perforation. Reporter information, medical history, concomitant drug, events onset date, events outcome, removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.